Manufacturer narrative:
(B)(4). Batch # n90n97. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 18 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the event reported. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number n90n97 batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the newly opened clip applier did cross firing. Did not apply clip properly. A new clip applier was opened, and the procedure was completed. There were no patient consequences.